Event description:
The customer reported a falsely decreased alinity I tsh result for a 31-year-old female patient generated on the alinity I processing module. The discrepant tsh result was released before the instrument generated error messages of the pre-trigger being too low. The following data was provided: on (B)(6) 2025, sid (B)(6): sample tube type: serum - sst. Sample integrity: 0 hil. Initial tsh result at 15:51 = 0.25 uiu/ml. Repeat tsh result at 17:53 = 1.29 uiu/ml. Patient normal range = 0.34-4.82 uiu/ml. Qc was within range. The sample was rerun on the same instrument after replacing pre-trigger level sensor and a corrected report was completed for the patient. There was no impact to patient management reported.

Manufacturer narrative:
Field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system were performed. Fs replaced the alnty ci snsr bsl there have been no further reports of discrepant results since the fs site visit was conducted. A review of the alinity I sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I immunoassay systems found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity I (sn# (B)(6)) analyzer.

Event description:
The customer reported a falsely decreased alinity I tsh result for one patient sample generated on the alinity I processing module. The discrepant tsh result was released before the instrument generated error messages of the pre-trigger being too low. The following data was provided: on (B)(6) 2025, sid (B)(6): sample tube type: serum - sst. Sample integrity: 0 hil. Initial tsh result at 15:51 = 0.25 uiu/ml. Repeat tsh result at 17:53 = 1.29 uiu/ml. Patient normal range = 0.34-4.82 uiu/ml. Qc was within range. The sample was rerun on the same instrument after replacing pre-trigger level sensor and a corrected report was completed for the patient. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased alinity I tsh result for a 31-year-old female patient generated on the alinity I processing module. The discrepant tsh result was released before the instrument generated error messages of the pre-trigger being too low. The following data was provided: on (B)(6) 2025, sid (B)(6): sample tube type: serum - sst, sample integrity: 0 hil, initial tsh result at 15:51 = 0.25 uiu/ml, repeat tsh result at 17:53 = 1.29 uiu/ml, patient normal range = 0.34-4.82 uiu/ml. Qc was within range. The sample was rerun on the same instrument after replacing pre-trigger level sensor and a corrected report was completed for the patient. There was no impact to patient management reported.

Manufacturer narrative:
Updated section a2 - age at time of event / a2 - age units (patient) / a3a - sex to include 31-year-old female. Updated section b5 to include the age and gender of the sample in question (31-year-old female). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.